Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pca tampering video was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was allegedly a link to an instructional video showing how to remove a patient controlled analgesia pump module by removing its lockbox to access the medication. There was no information on patient involvement. Although requested, further information was not provided.